Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer stated the paramedics were called for treatment. The customer's blood glucose was 43 mg/dl at the time of incident. The customer's current blood glucose was 143 mg/dl. The customer stated the cause of their low blood glucose was from being active. Customer also reported inaccurate readings with their sensor glucose and blood glucose. The customer declined to troubleshoot for their low blood glucose. Customer declined to return the insulin pump for analysis.